Event description:
It was reported by the clinician that the intra-aortic balloon (iab) was being used on a male pt. The iab was prepared per the instructions for use and was inserted successfully. It was in use for several hrs when blood became present in the helium line. As a result, the iab was pulled back through the sheath and therapy was discontinued. There were no pt complications reported. F/u info stated the physician decided to discontinue the use of the balloon after it was removed because the pt was stable and improving.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.